Event description:
The facility reported an infusion pump with failure code 570:320:844:0000. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they had no info regarding records of any pt incident involving the pump since the last baxter service event or if pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming.